Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the system controller was unable to communicate with the system monitor. There was no data displayed on the system monitor. It was suspected that the white cable of the system controller was compromised so the system controller was exchanged.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Manufacturer's investigation conclusion: the reported event of the system controller not communicating with the system monitor was confirmed, as the returned system controller (serial number (B)(6)) did not communicate with a known working test system monitor when connected to power upon arrival. The controller¿s white connector-side bend relief was also observed to be damaged. The controller was opened, and its power cables were replaced with test power cables. After this replacement, communication with the monitor was restored. The controller was then functionally tested and was found to perform as intended with test power cables. The controller¿s original power cables were opened, and the orange wire within the white power cable was observed to be fractured underneath the damaged connector-side bend relief. This wire is responsible for communicating information to the system monitor from the system controller, and damage to this wire would prevent the controller from communicating with the monitor. A log file was extracted from the controller during testing; however, no atypical events were observed, and the pump operated as intended throughout the data. The root cause of the reported event was determined to have been damage to the orange wire within the controller¿s white power cable which may have occurred due to the observed power cable damage; however, the root cause of the power cable¿s damage was unable to be conclusively determined. Wire fatigue observed in other wires that were unrelated to the reported event and fluid ingress observed within the power cable jackets. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.